Manufacturer narrative:
The product was not returned. There was no malfunction of the device. The reported event occurred due to use error. (The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low power alert that was not addressed by charging the device. Subsequently the pump shut down due to insufficient battery power. The customer reported an elevated blood glucose (bg) level of 509 (mg/dl) and ketones. The customer charged the pump and administered a correction bolus to stabilize bg levels.